Event description:
The customer stated that the infusion tubing of his insulin infusion set partially separated at the luer-lock connection, which caused him not to receive his insulin. He reported that he awoke during the night and discovered the partial separation. At that time, he was experiencing frequent urination and the "rotten feeling" he typically considered to be associated with an elevated blood glucose level. The pt also reported "several pockets of blood" near the end of the infusion set tubing that connects to the infusion set headset. The patient gave himself a correction bolus of insulin to reduce his glucose level once he replaced the infusion set tubing. When the patient tested his glucose on the following morning, he reported a blood glucose level of "180s" mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.